Event description:
On (B)(6) 2014, a customer reported an unexpected positive result when using anti-d (series 4) monoclonal blend with tube testing methodology.

Manufacturer narrative:
No patient sample or customer product was returned to immucor for immucor investigation.